Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received by zoll japan for evaluation. During the investigation it was noted that the report of the device not powering up was verified during evaluation. The front enclosure will be replaced if the customer approves the repairs. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.